Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported they are having trouble with their charger. Patient stated the desktop charger would not connect to the recharger. Patient clarified desktop charging cord will not plug into the recharger. Patient stated the pin is too small for them to see if there is any visible damage to desktop charger connector pin. Patient reported that the desktop charger connector pin wiggles when they touched it on the call. A request was sent to the repair department to replace the desktop charger. Patient stated they can't wait long because their battery will turn off tomorrow. Agent also reviewed process to transition to wireless recharger if replacement desktop charger does not resolve the issue. Agent sent email to field to notify them of situation and to initiate wireless recharger replacement process due to the urgency of the situation. Agent had a difficult time hearing patient throughout call and made best attempt to document all relevant event information.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received and stated the patient is worried that their new implant recharger (insr) cord is not enough. Technical services confirmed that an email was sent to manufacturer rep to initiate this process.